Event description:
It was reported that the customer received a button error and could not clear the alarm. Customer's blood glucose reading was 284 mg/dl. Customer was treated with manual injections. Customer stated going to a pool party. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin pump received with moisture damage on the electronics, motor, vibrator and battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, cracked belt clip slot, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.